Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a procedure performed on (6)(6), 2009. According to the complainant, during the procedure, the pump motor failed to switch on. The procedure was completed with another endostat ii electrosurgical unit. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned device found the unit to be in fair physical condition. Mechanically, all knobs and switches appeared to function properly. An electrical evaluation found the unit met performance specifications and is in proper working order. All wires were inspected along with solder joints. The wires were manipulated while monitoring irrigation output and no issues were identified. The condition of the returned incident device was not consistent with the complaint that pump motor was faulty. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified serial number. (6)(4).